Event description:
It was reported by service report that the patient head right wheel assembly was not rolling properly. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Wheel assembly.